Event description:
It was reported that patient underwent a femoral retrograde nailing procedure on (B)(6) 2012. During the procedure, the connecting bolt fractured upon insertion into the nail, leaving a piece of the bolt in the nail. The surgeon had to remove the nail and used an additional bolt and nail to complete the procedure. There was a delay greater than thirty minutes as a result.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. Evaluation of the returned device found the nature of the fracture suggests it failed from a torsional overload. Dimensional evaluation of the device found it to be within specification.